Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported mr is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. All steps performed by instructions for use (IFU). The physician successfully implanted one clip, resulting in a substantial mr reduction, but residual moderate mr was still present lateral to the clip. After careful assessment of the residual mr jet origin, a ntw clip was prepared per IFU. The physician grasped successfully the leaflets and a substantial mr reduction was observed. During the pre-deployment echocardiographic assessment, recurrent mr was noticed due to the presence of a partial tear of the free edge of the anterior leaflet. Physicians decided to release both leaflets, retract the clip in the left atrium (la) and remove the clip out of the patient.